Event description:
It was reported that the pulse generator could not be interrogated. The magnet rate was 94 bpm. The device is still implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Final analysis found the pulse generator to be in backup mode due to the device was at elective replacement indicator (eri). No information was received from the field regarding device settings. After replacing the battery and downloading the product code, normal function ensued.